Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image during a colonoscopy diagnostic procedure with same device under sedation involving colonovideoscope. There was no patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air water-cylinder (tube) has foreign objects (white foreign material) and air water-tube has foreign objects (white foreign material). Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charged coupled device unit, the image disappears during angulation in up/down directions. For the foreign material the cause not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.